Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Display did not returned after insulin pump restart. Customer stated the display was not blank less than 30 seconds. Insert battery alarm did not display on the pump screen. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.